Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. The visual inspection identified embedded particulate (i.e. Not in the fluid pathway) in the administration port connector body measuring 0.09mm^2. The administration port assembly is manufactured by a third party supplier. Magnified inspection found the particulate to be totally embedded, brown in color, and identified as a flake or burnt raw material from the supplier manufacturing process. The particulate was not readily visible under normal visual inspection. Based on evaluation findings, the condition was determined to have been caused by the supplier manufacturing process. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A sample for evaluation is expected but not yet received. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that particulate matter found in the eva bag. It was reported the condition was found before use. This report documents no patient involvement or adverse events. No additional information is available.